Manufacturer narrative:
(B)(4). The olh device was not returned for evaluation, but a device history review was obtained for lot number p1350b. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported that on (B)(6) 2021, an (B)(6) male patient underwent an on-pump heparinized coronary artery bypass graft (CABG) procedure with concomitant ablation. Surgeon introduced the olh clamp and positioned it into the oblique sinus and pushed the inferior jaw into waterson¿s groove. Bleeding was observed and a perforation to the inferior cavoatrial junction was noted. Surgeon arrested the heart and proceeded to repair the perforation with a suture. Patient was in stable condition post procedure. There was no reported device malfunction, and the adverse event was the result of a procedural complication.